Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode. Subsequently, a revision procedure was successfully performed, and this crt-p was explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted no anomalies. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Evidence indicated the device had a battery malfunction, or safety mode was due to a battery malfunction. However, detailed analysis of the battery was unable to find a cause of failure, and the device hybrid current was as expected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode. Subsequently, a revision procedure was successfully performed, and this crt-p was explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.